Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.8. Cgm sensor type: g6.

Event description:
It was report that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the pod fell off the infusion site (arm). The blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully, no abnormalities were observed. The pod arrived in pod state 15 delivering a total of 902 pulses. The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.